Event description:
A report was received that the patient has no stimulation. High impedance readings were observed on twelve contacts of the paddle lead. An x ray taken of the paddle lead revealed no anomalies. The patient will undergo a paddle lead revision.

Event description:
A report was received that the patient has no stimulation. High impedance readings were observed on twelve contacts of the paddle lead. An x ray taken of the paddle lead revealed no anomalies. The patient will undergo a paddle lead revision.

Manufacturer narrative:
Additional information indicates that the patient does not think she wants revision at this time and will not undergo a revision procedure. No further action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The physician replaced the paddle lead and the patient is reportedly doing well. Device evaluation indicated that the paddle lead passed visual, electrical, mechanical and photographic imaging tests performed. The lead exhibited normal device characteristics.

Event description:
A report was received that the patient has no stimulation. High impedance readings were observed on twelve contacts of the paddle lead. An x ray taken of the paddle lead revealed no anomalies. The patient will undergo a paddle lead revision.